Event description:
It was reported that high out of range impedances were noted on this implantable lead. Technical services (ts) provided troubleshooting recommendations. This investigation will be updated when further information becomes available. No adverse patient effects were reported.